Manufacturer narrative:
The hydraulic pressure hose was replaced and functionality of the table was restored. The cause of the leak in the hose is undeterminable.

Event description:
The pressure hose inside the ort100 table was leaking. There was no patient involvement.